Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance, and defibrillation cycling without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device activity log found the device was unable to discharge due to prompts associated with an invalid patient impedance. There were no faults or errors in the log that indicated a device malfuntion. The pads and accessories used during the event were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown), the device failed to discharge and displayed a " poor pad contact" message. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient; however, the same error occurred and no shock was delivered. The patient was then transferred to the ICU. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.